Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record identified no manufacturing nonconformities that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information provided and without the product to examine, a definitive cause for the reported difficulties cannot be determined; however there is no indication to suggest a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat an eccentric lesion with mild tortuosity in the proximal right coronary artery with 90% stenosis. After pre-dilatation, a 3.5x8 mm xience xpedition rx stent delivery system (sds) was advanced to the target lesion, the system was inflated and a leak was noted at the hub. The stent was not deployed. The device was removed from the anatomy and the lesion was successfully treated with a same size xience xpedition and an unspecified xience stent. No other device issues were noted. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.